Manufacturer narrative:
The catheter tip was returned to the manufacturer for analysis. Analysis found that the catheter was beat the tip with what appears to be blood debris on the outside surface. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used in a soft tissue ablation(non-neuro) procedure. It was reported that the laser fiber failed during procedure. The failure was a carbonization of the cooling catheter. The procedure was completed with the use of navigation. No known impact on patient outcome. No information was provided on delay to procedure.